Event description:
We received an allegation of unexpectedly low elecsys estradiol iii results from the cobas e 801 analytical unit for three samples from three in vitro fertilization (ivf) patients treated with ovitrelle, and that two of these results may have contributed to the hospitalization of two patients for ovarian hyperstimulation (ohss). The customer suspects the presence of an interferent in these patients with an alleged extreme physiological state. On (B)(6) 2026, the three synchronized ivf patients allegedly underwent day 10 serum testing. The following results were provided: on (B)(6) 2026, patient sample 1 had an initial result of 11010 pmol/l, accompanied by a data flag. The repeat result on automated dilution at 1:10 was 12550 pmol/l. On (B)(6) 2026, patient sample 2 had a result of 3029 pmol/l. On (B)(6) 2026, patient sample 3 had a result of 9841 pmol/l. The customer alleged that they released the results, as they were not flagged and aligned with the expected results as per their internal reference. The lh and progesterone levels allegedly confirmed expected pituitary suppression. The clinician allegedly claimed that following the administration of the ovitrelle trigger, the laboratory results were falsely low and masked a hyper-response, leading to the alleged hospitalization of two patients with alleged severe ohss 14 to 16 days later. The highest reported result of 12,550 pmol/l allegedly converts to approximately 3,414 pg/ml and allegedly sits immediately adjacent to the "asrm high-risk threshold of >3,500 pg/ml," and the specific 14 to 16-day window for these hospitalizations allegedly aligns exactly with the established timeline for late-onset ohss. The doctor allegedly confirmed that ovitrell was administered "later that night or the next day," but did not specify the exact intervals for each patient. The doctor also allegedly confirmed that no other medication was administered or that the implanting embryo following a fresh transfer had occurred successfully, or that the procedure was delayed. Clarification regarding the following has been requested, but to date has not been provided: which results were associated with the hospitalized patients? What treatment did the patients receive while hospitalized? What are the patients' present clinical statuses? Did the patients have further issues with fertility? Did the event delay ivf? Were any additional measurements performed to verify the results using an alternative method, such as a competitor assay or mass spectrometry? What were the specific dates/times of hospitalization in relation to the estradiol measurements? The complete list of medications and a timeline of administration leading up to the hospitalizations. The exact stimulation protocol used, and the exact phase of the protocol when the observations were made. Whether the reported 14¿16 day window occurred after day 10, or if this window is calculated from the start of the protocol. Confirmation regarding the presence of the following risk factors: baseline: presence of polycystic ovary syndrome (pcos), history of previous ohss, antral follicle count (afc) > 24, or amh level > 3.4 ng/ml. During stimulation: > 17 follicles over 10 mm at the trigger, or > 15 oocytes retrieved. Confirmation regarding the physician's utilization of "coasting" technique for the treatment of these patients.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.